Event description:
It was reported that the device had a crack in the battery compartment. The event occurred during testing. However, during the investigation it was found that the device failed the upstream occlusion test.

Manufacturer narrative:
One device was received for investigation. The original reported complaint could not be duplicated. However, the investigation found that the device failed the upstream occlusion (uso) sensor test. The uso sensor was replaced to fox the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.